Event description:
It was reported that a patient experienced a break in aseptic technique further described as causing a touch contamination during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized and was diagnosed with peritonitis the same day. The treatment for peritonitis was with unspecified antibiotics (dosage, route and frequency not reported). The patient was discharged from the hospital after three days. At the time of this report, the patient was still on antibiotic therapy and was reported to be recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.